Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, customer changed the cartridge to address the issue. Customer¿s blood glucose level ranged from 120-140 mg/dl.